Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026.on (B)(6) 2026 at around 8:00am, the patient experienced feeling very lethargic, thirsty, very weak, and became unconscious. The patient was unaware what the cgm reading was during that time. The patient confirmed that during the event they were experiencing a hyperglycemic event. An ambulance was called, and the patient was treated with intravenous fluids and saline by the paramedics. The patient was brought to the hospital and remembered that when a fingerstick was taken during the transportation, the cgm reading was 68 mg/dl, and the blood glucose reading was 415 mg/dl. At the hospital the intravenous treatment was continued and the patient was discharged after 8 hours. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid was taken when the paramedics arrived. No additional patient or event information is available.